Manufacturer narrative:
(B)(4).

Event description:
It was reported that small segments of externalized wires was observed on the curve of the lv lead. No intervention or procedures was scheduled at the time. No further information available.